Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that champagne size air bubbles were observed along the infusion set tubing, starting from the cartridge tubing. The customer's blood glucose level was 84 mg/dl. Tandem technical support educated the customer regarding air bubbles.